Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer's blood glucose level was unknown. The customer did not received a low battery alert prior to the off no power alarm. The customer stated that there were not unattended alarms and insulin pump was not dropped. This was the second occurrence of off no power alarm without a low battery warning. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self-test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no low battery alert, failed battery test, off no power alert and blank display noted.